Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead had become dislodged and was disabled. A chest x-ray confirmed the dislodgement. During attempted revision, the lead's helix would not retract. The lead was explanted and replaced. The patient was noted to be in stable condition following the procedure.